Manufacturer narrative:
One (1) used microclave unknown lot, connected into one (1) used sample list #011-c3397 were returned for evaluation. As received a stick down condition in the microclave was observed. The microclave was tested as per procedure and a leak coming from the hub was confirmed. The microclave was dissembled and a spike in bent condition and seal tearing was confirmed. The mating device (male luer) was found to be in specification and confirmed to be compatible. Complaint of leakage at the hub site can be confirmed based in the physical sample evaluation. The probable cause was typical of an incompatible mating device during use. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm.

Event description:
The incident involved an unspecified clave device. The customer reported that upon connection and infusion of the total parenteral nutrition (tpn) it was noted after a period of time that the fluid was leaking at the hub site. This product is being used in the neonatal intensive care unit and the cot was drenched with feed due to the leak at the hub site. The identity of involved and/or mating devices was a vygon central catheter. The type of procedure was an tpn infusion. There was no serious injury/death, no blood loss, no unprotected chemotherapy exposure, no medical/surgical intervention required. There was patient involvement and no patient harm.

Event description:
The customer provided additional information stating that the product that was returned is a microclave blue connector which they use sometimes when connecting tpn filters to the long line.